Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer experienced an elevated blood glucose (bg) level (over 600 mg/dl). The customer drank water and exercised to treat the bg. During troubleshooting with tandem technical support, it was found that the pump was functioning as intended.